Manufacturer narrative:
Section h10: (h3) the evaluation noted that the revision was was likely the result of either an insufficient bond between the femoral component and the bone, a post traumatic event, or a combination of the two, which led to aseptic (non-infected) femoral loosening and instability. Concomitant devices: (cn: 02-022-35-4009, sn: (B)(6)) truliant tibial ps insert size 4 9mm.

Manufacturer narrative:
Pending evaluation. Concomitant medical devices: (cn: 02-022-35-4009, sn:(B)(4)) truliant tibial ps insert size 4 9mm.

Event description:
As reported, approximately 26 months after a (B)(6) y/o male patient¿s initial right tka procedure, the knee was revised for instability. During the revision, the patient¿s femoral component was found grossly loose. The component was removed and there was no cement adhesion was on the backside of the femoral component. We revised to a size 4 cc femur with a 40mm cemented stem. The ps poly was increased from a 9mm to a 11mm ps insert. All other components (tibia and patella) were stable. The surgeon had mentioned that the patient had recent fall/impact on the knee in question. The date of this incident is unknown. Patient was last known to be in stable condition following the event. Device to return.